Manufacturer narrative:
The event of eye injury is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported xen®45 gts touched cornea and caused abrasion in the unknown eye. Outcome unknown.